Event description:
It was reported that the device was at elective replacement indicator during the warranty period and had premature battery depletion. The physician suggested device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.